Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported that a laser assisted cataract procedure was performed on a patient's right eye. As the capsulotomy was occurring, the doctor noted the cortex was coming forward. In the operating room, the doctor noted an anterior capsular tear with the nucleus tilted in the anterior chamber prior to starting. The surgeon completed the case and was able to put a posterior chamber intraocular lens in the capsular bag.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. (B)(4).